Event description:
During bariatric surgery, upon attempting to remove the optiview trocar, it broke with part of it remaining inside the patient. The team was able to find and remove the broken part of the trocar prior to close.